Event description:
The surgeon reports performing cataract surgery with implantation of the akreos adapt-aot intraocular lens in the right eye using the viscoject 1.8 delivery device. Postoperatively, fibrin formation was noted in the anterior chamber and a postoperative anti-inflammatory and antibiotic regimen was administered. The pt's condition is improving with a reduction of inflammation.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The intraocular lens is implanted. (B)(4).